Event description:
The customer reported that a monitor fell and the screen came off. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a monitor fell and the screen came off. No pt harm was reported. As a result of the insufficient info from the customer, philips will report this incident as it is unclear what exactly happened with the device, if the device was dropped by user or fell from a mount. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.